Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen ndl 32ga 4mm 100 bx 1200 ca were difficult to prime and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported by the consumer that pen needle will not allow insulin through during prime or injection. Verbatim: consumer reported finding just this box will not allow insulin thru during prime or injection, clogged lot #: 0084066 catalog#: 320144 - assumed consumer could not locate item number on box just description. 32g 4mm date of event: unknown samples status discarded 10 pen needles"

Event description:
It was reported that 10 pen ndl 32ga 4mm 100 bx 1200 ca were difficult to prime and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported by the consumer that pen needle will not allow insulin through during prime or injection. Verbatim: consumer reported finding just this box will not allow insulin thru during prime or injection - clogged lot #: 0084066 catalog#: 320144 - assumed consumer could not locate item number on box just description. 32g 4mm date of event: unknown samples status discarded 10 pen needles".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.